Manufacturer narrative:
A ge service rep performed an on site investigation. The failure was verified. The ps3 power supply was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the lift column on the 9800 system intermittently would not work. No pt injury was reported.